Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported two pts were diagnosed with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The surgeries occurred on the same day and were performed by the same surgeon. The pt's symptoms were noted on post-operative day one. Associated complications include iritis, hypopyon, extensive posterior synechiae and coagulum in the anterior chamber. The pt was treated with topical and subconjunctival injections of mydriatics and steroids. The surgeon reported the event resolved with treatment. The surgeon did not indicate any suspected product as a possible cause for the tass.